Event description:
Consumer alleges travelling down the street and he was going up ramp to cross from the crosswalk and the front of the chair lifted up so he tried to lean forward to balance and allegedly flipped over chair on its side after rolling 8 feet away from his chair and had to crawl to it and pull himself to the chair and pull himself up into the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.